Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the loosening of the flat ribbon cable, which might be caused by the aging deterioration of the connector of the flat ribbon cable because more than thirteen years had passed since the manufacturing and installation of the subject device. Since the flat ribbon cable was a cable for connecting the front panel unit and the main circuit board, it was surmised that the front panel was not function due to the connection failure of the flat ribbon cable. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the loosening of the flat ribbon cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that just before the unspecified procedure (when everything had been checked before starting the procedure), it was found that the airflow on/off indicator on the front panel of the subject device did not light up during the air feeding, and then the air feeding from subject device stopped. There was no report of patient injury associated with this event.